Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had artificial urinary sphincter (aus) implanted for about 10 years and has not worked as expected. The patient experienced urinary incontinence from the beginning. Patient is requesting if there has been improvement made in last 10 years, also what is the likelihood that having it replaced would give better results. Boston scientific has been unable to obtain additional information despite good faith efforts.